Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the is-1 connector pin. A proximal and medial fragment were returned for analysis. The lead tip was not returned. Explantation aids were still inserted in and mounted on the medial lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular on the medial fragment the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the cuts into the insulation of the medial fragment most likely occurred during the extraction procedure. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 144 months after the implantation this lead was explanted due to oversensing in the atrial channel.